Manufacturer narrative:
(B)(4). Follow up: it was reported that the perfuser alarmed for an empty syringe despite residual medication remaining in the syringe body. As a physical sample could not be returned, a comprehensive evaluation could not be conducted. A photograph was provided. However, it offered limited insight. To support the investigation, retention samples were evaluated, but the reported issue could not be replicated. It is important to note that this product is not recommended for use with infusion pumps. A review of the device history record (DHR) was completed for material number 990409, lot 4207872. All inspections were performed in accordance with the established quality plan, and no defective conditions were recorded. Additionally, there were no reported quality incidents or maintenance events associated with this lot. The production processes are validated against defined acceptance criteria outlined in applicable specifications and standards. Current defect detection controls include automated inspection system challenges conducted once per shift, as well as visual inspections performed every two hours during assembly. Based on the findings of this investigation, bd is unable to confirm the reported event.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 10ml ll 40x8 al was pump incompatible. The following information was provided by the initial reporter translated from spanish to english: description: nursing staff identifies that the perfuser alarms for ¿empty syringe¿ when there is still medication in the body of the syringe (approx. 3ml). The perfuser arm has reached its limit and can no longer infuse. It is identified that the syringe is manufactured in brazil, so it is suggested a change of dimensions and physical characteristics of the device, generating incompatibility. Folio: 008-240325-tv-jeringa-qx. Incident date: on (B)(6) 2025. Medical device: hypodermic syringe with needle bd plastipak 99040409. Lot: 4207872 fab2024-08. Health reg: 72043 ssa. Consequence: direct damage - incomplete infusion. When comparing with a syringe of another reference number, it is possible to perceive the difference between them. Additional information received on 04/22/2025. Is there any patient impact, if yes, please explain in detail? A: yes, antibiotic infusion does not end. Can you please confirm the affected quantity? A: 1. Is the sample related to the incident available for analysis? If yes, report the quantity. A: no, the device was discarded. Is the specimen contaminated? If yes, report the substance. A: no. Incompatibility of the syringes with the perfusor is identified.